Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
Initially, the customer reported that the autopulse platform (sn (B)(4) would not power on when a fully charged autopulse li-ion battery (sn unknown) was inserted. Later the customer provided additional information and stated that the reason for the autopulse platform not powering on was the battery issue, and the platform is functional. The battery was reading a false positive charge (four green bars). The customer provided no further information. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.